Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding patient's receiving floxurdine and heparin via an implantable infusion pump. It was reported that in the past the clinic had received two patients from outside clinics that pumps were aspirated and found to have fluoxurdine when they were programmed to have heparin. No symptoms were reported. No further complications have been reported as a result of this event.